Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had an appointment with a cardiologist due to having a rate of approximately 45bpm. The cardiologist stated he could recreate the variable impedance measurements and increased thresholds measurements during the office visit. The cardiologist advised the patient to see his following physician for system evaluation. Normal device function was observed with stable lead diagnostics and the elevated impedance and threshold measurements could not be recreated. However, a review of the stored data identified sporadic increases in the pacing impedance measurement up to 1300 ohms on the right ventricular (rv) channel. Additionally, noise was noted but was never sensed. A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated the physician was going to program minute ventilation (mv) off. The patient¿s low heart rate was still occurring even after the programming changes. The consultant discussed potential causes for the slower rate. No adverse patient effects were reported.